Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer went to the emergency room and was subsequently admitted to the hospitals intensive care unit with a blood glucose level of 587 mg/dl and diabetic ketoacidosis. During hospitalization, the customer was treated intravenously with fluids of saline and insulin. The customer was unable to provided further details of hospital stay or release date, no additional information was available.